Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument was not coagulating even after using two different cables. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument passed the recognition and engagement test when placed on an in-house system. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Additionally, the instrument was found to have damage to the conductor wire's insulation at the yaw pulley. The conductor wire was exposed at the location of the damage, but the wire was not torn or fully broken.